Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 16, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed. It was observed that a white fiber-like material received inside a pouch was taped to the original folding carton. No handpiece or lens was received. The material was consistent with a cellulosic material (i.e., cotton, lint, rayon). The fourier transform infrared (ftir) spectrum raw data output file generated was compared against the manufacturing process ftir library and four (4) results passed the 0.9000 correlation threshold indicating a match for the following: "non woven wipes" (0.9662), "kimwipes" (0.9561), "clean room paper" (0.9431), and "lens paper" (0.9023). The returned particle was evaluated and did not match with the correlation results as cellulosic material. The manufacturing process record for the production order of the device was evaluated. No discrepancies related to this complaint were found. A review of bounding confirmed that there were no additional units affected for similar issues. The complaint issue "foreign material - loose" was identified during product evaluation; however, a failure investigation that was initiated and completed revealed that the potential cause or assignable cause for this event is undetermined. The potential assignable cause is undetermined since it is not possible to determine the material origin. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the investigation results it is not possible to confirm if the particle observed is related to manufacturing or design process. Therefore, product deficiency could not be determined. No further evaluation/escalation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: as part of a failure investigation, the returned particle was further tested. The analysis found that the particle composition was consistent with cellulosic material (i.e., cotton, lint, rayon) and did not match with the high correlation components identified as used during the manufacturing process. Based on the investigation results, it was not possible to confirm if the particle observed was related to manufacturing. The potential assignable cause is undetermined since it was not possible to determine the material origin. A review of bounding confirmed that there were no additional units affected for similar issues. Environmental and cleaning logs were reviewed to assess the complaint issue reported. No deviations were found. An awareness was conducted to all personnel involved in manufacturing the reported complaint product to reinforce the visual inspection during the process to prevent recurrence. Conclusion: based on the complaint investigation results, no product quality deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that there was a foreign material on the preloaded monofocal intraocular lens (iol) when it was implanted. The iol was removed and replaced with a back-up lens. There was no problem with the patient's visual acuity one day after surgery. No patient injury was related. No medical intervention was required. Through follow-up, we learned that the foreign material was removed with forceps and the surgery was completed without any residue in the patient's eye. No further information was provided.